Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 of 30 mg/dl. The low bg cause was due to the customer using sleep mode 24 hours a day. Customer consumed carbohydrates to address bg. No additional patient or event information was available.